Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the unit's staple was unable to fire. There was no problem in loading and unloading the device. They had to use another charge to finish the case. There was no patient injury.